Event description:
It was reported that the device delivered inappropriate high voltage therapy for af with rapid ventricular response. The device was reprogrammed and remains implanted. The patient will be followed routinely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.